Event description:
It was reported, the suture of the intravascular shunt, ivs1512 shunt is fixed with a very big and bulky bulb of silicon or other material in the middle. No patient contact made.

Manufacturer narrative:
Evaluation: the device was not returned for evaluation and a product evaluation could not be performed. Edwards has seen an increased trends in complaint relating to the intravascular shunt. The defect is confirmed to be a manufacturing defect. The root cause is that excess adhesive was added to the shunt during the manufacturing of the device. A supplier and edwards¿s corrective action have been open and are currently under investigation. A product recall has been initiated. The device use aligned with the intended use of the design. The labeling and IFU contain adequate warnings. The lot history is unknown and could not be reviewed. From july 01, 2011 to july 29, 2013 the complaint trend was found to be out of control. Trends will continue to be monitored through edwards¿s quality systems.